Manufacturer narrative:
Investigation summary examination of the returned device confirmed the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Event description:
Complaint description: it was reported that the epi 1 top hat would not fill over the sleeves and got stuck during surgery. Investigation method: november 14, 2017: complaint sample devices shipped by (B)(6). Awb# to be determined. Caughell investigation summary: it was reported that the epi 1 top hat would not fill over the sleeves and got stuck during surgery.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the epi 1 top hat would not fill over the sleeve and got stuck during surgery.